Event description:
It was reported the patient underwent initial right total hip arthroplasty. Subsequently the patient underwent a revision approximately 8 (eight) years later due to loosening of the cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref 00801803601, lot 62536064 head. Ref 00771101110, lot 62503253 stem. Ref 00630505036, lot 62598666 liner. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00182.

Manufacturer narrative:
Upon investigation of the reported event, the screw was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon investigation of the reported event, the screw was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.